Event description:
Following a diagnostic procedure, an angio-seal device was deployed in a pt's right groin. Hemostasis was not achieved with the device, and manual pressure was held with control of the bleeding. Shortly thereafter, the pt's pulses were noted to be absent. The pt was taken to surgery, where collagen was identified as having been deployed with the artery, the device was removed and the vessel repaired. As of 07/22/1998 there has been no further report to the MFR of complication or pt sequelae.